Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 23mm valve of the same model. It was reported that the patient's annulus was not compatible with the 25mm valve. Regarding the 25mm valve, the physician stated, "there was nothing to report". No additional adverse patient effects were reported.